Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the issue was occurring because the batteries were not being changed properly. The rep replaced the motion and x-ray batteries which resolved the issue. A successful system checkout was performed which verified that the issue had been resolved. The replaced batteries were discarded onsite and therefore unavailable for further analysis.

Event description:
A medtronic representative reported that there were image quality issues. No patient was present during the time of the reported incident.